Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system not booting up. The fse found that the c-arm had no power and determined the cause of the problem to be a connector was off one of the circuit breakers from a third party person when they changed the interconnect cable. The fse reseated the connector to the circuit breaker and verified system functionality. The customer may choose to maintain and calibrate the c-arm system themselves or use a third party repair service. The system is highly complex with numerous adjustments to meet different regulatory standards as well as customer preference. In maintaining these systems, the customer or third party may accidentally leave the system in a state other than fully functional by misadjusting the system, installing incorrect/ incompatible/ malfunctioning components, or failing to complete a procedure. There is no evidence of a malfunction related to the device.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The circuit breaker connections were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.